Manufacturer narrative:
Further information was requested but not received. UDI is not available as product information was not provided.

Event description:
It was reported that the device exhibited software related reset. No changes or intervention were reported. The patient condition was not known.